Event description:
It was reported that patient enrolled in a (B)(4) study underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure occurred due to luxation and instability on (B)(6) 2014.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown.